Event description:
It was reported that patient underwent initial surgery on (B)(6) 2011. On (B)(6) 2011, patient was experiencing complications including a hematoma at the incision. Patient required surgery for I&d (incision and drainage) of large hematoma and was hospitalized for 6 days. Again on (B)(6) 2012, patient was hospitalized for 8 days for wound vac placement and wound care due to a hematoma. Subsequently, a revision surgery was performed on (B)(6) 2012, due to infection. Information received indicates that the patient received overanticoagulation leading to a hematoma which then led to infection. All components were removed from the patient.

Manufacturer narrative:
Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "early or late postoperative infection and allergic reaction". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00264 through 00266).